Event description:
Information received indicates fluid was found on the left side rail ucm board and an open wire on the side rail cable assembly, which cause intermittent functions.

Manufacturer narrative:
The technician replaced the left side rail ucm board and the side rail cable assembly to repair the bed.